Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had an underinfusion. The following information was provided by the initial reporter: the bag was infusing slower than the channel was programmed. It was estimated that the cytarabine would be starting by 11pm, but the bag was not completed until closer to 6am. Notified pharmacy of delayed chemo delivery.

Event description:
No additional informaiton provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.